Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call, the customer was hospitalized for high blood glucose of 436 mg/dl and diabetic ketoacidosis on (B)(6) 2017. Customer was experiencing all symptoms related to high blood glucose. Customer's mother stated the customer had ketones present when she was taken to the emergency room. While the customer was in the intensive care unit her blood glucose was lowered to 92 mg/dl. They took the customer off the insulin drip and put her back on the insulin pump. Ten hours later when the customer woke up her blood glucose was 383 mg/dl. Currently customer was put back on the insulin pump and her blood glucose is up to 400 mg/dl. Customer's doctor had the customer discontinue use of the device and revert to a back up plan. Customer's mother declined troubleshooting and is requesting the device to be replaced. The device is returning for analysis.

Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test, delivery accuracy test and displacement test. Unit received with minor scratched display window and case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.